Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the medtronic representative (rep) was onsite to install two new systems. The first one functioned properly, however he had difficulties getting the second system to boot into the software. He managed to reach the sign-on screen, but the unit became unresponsive after entering a few letters to log in. He rebooted the system, but it booted to an ubuntu error screen. He attempted to reboot the system again, but this time it only displayed a black screen, despite the all in one (aio) showing clear signs of receiving power: the power button was lit up blue, the fan was running, and the cd drive light was green. Afterwards, the rep tried using multiple outlets but was unsuccessful in getting past the black screen. He also attempted to bypass the internal power cable, but there was no change in the system's behavior. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9736218, product ID: 9736217, h3/h6: the system was serviced and there was a boot up failure, the system was showing only a black screen. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the computer and ssd were returned for analysis. Analysis concluded that both components were functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.